Manufacturer narrative:
Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via article "innovative transapical-transfemoral loop approach: first case of corevalve implantation in a 19-mm mitroflow during double valve-in-valve procedure" author daniel nascimento matos that a 31mm mitral valve was disabled via a valve-in-valve procedure after an approximate implant duration of 11 years due to degeneration, severe stenosis, increased gradients, leaflet thickening, and leaflet motion restricted. A 29mm transcatheter valve was successfully implanted without complications. Intra-op transesophageal echocardiography showed normal gradients. As reported, during the same procedure the patient's non-edwards aortic valve was also disabled via a valve-in-valve replacement.

Manufacturer narrative:
The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease pathology may have contributed to the event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.